Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient. The caller reported that since implant, the patient has had to charge every 24 hours. However, about a week ago they noticed that the patient has had to charge more frequently. They added that the implantable neurostimulator had depleted completely before the patient was able to charge, so the patient has had to charge twice a day. The caller confirmed that the patient has had no recent falls/trauma and has not made adjustments to their therapy. The caller stated that the patient occasionally loses connection with the ins during recharging but is reestablished by repositioning the recharger. The caller also mentioned that for the last couple of months the patient will start a charge session and the controller will sporadically give no warning that connection has been lost, and that the ins won¿t be charging. They added that the patient is able to reestablish charge session and charge the ins to full. The patient was advised to follow-up with the healthcare provider to assess the ins. No further complications or symptoms were reported or anticipated.